Event description:
It was reported that the right ventricular lead exhibited loss of capture. Further review of the system was recommended. This lead remains in service. No further adverse patient effects were reported.